Manufacturer narrative:
Certas plus valve (ID: 828814pl) has been returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; no defects were noted. The valve passed the test for programming, occlusion, leaks, and siphon guard. The valve failed the tests for pressure and reflux. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the ruby ball. A possible root cause for the issues reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As noted in failure analysis, no programing or no flow issues were noted. The root cause for the failed reflux test and the failed pressure test is due to biological debris found on the ruby ball, this debris is stopping the ruby ball from sitting correctly on the seat of the ruby ball.

Event description:
N/a.

Manufacturer narrative:
The certas plus (ID 828814pl) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
4 of 5 reports (different patients, different certas valves, same facility). Other mfg report numbers: 3013886523-2023-00147. 3013886523-2023-00148. 3013886523-2023-00149. 3013886523-2023-00151. A facility reported a certas plus ((B)(6)) was implanted on (B)(6), 2023. The valve would not reprogram and had no flow. Therefore, the valve was removed on march 08, 2023 which resolved the issue.